Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Other UDI: (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted device is not expected to be returned for manufacturer review/investigation. 510k# unknown. Device history records review was conducted. The report indicates that the: 211.018s / 9055524 manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 11. July 2014, expiry date: 01. July 2024. Device was first manufactured unsterile under the lot 9004471 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 211.018 with lot 9004471 were reviewed: no ncrs were generated during production of the unsterile part 211.018 with lot 9004471. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery two cortex screw heads snapped off. They were unable to remove the implants for this reason they were left in patient. The surgery was prolonged about 30 minutes. No information available about patient condition and outcome. Only the screw shafts were left in the patient, the heads were retrieved. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).